Manufacturer narrative:
The report of low flow alarms was confirmed based on the information contained in the submitted system controller log file. However, a specifc cause for the alarms and the reported hemolysis and outflow graft obstruction could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The event occurred at the clinic for heart disease ¿ (B)(6). It was reported that the pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2016 with an active low flow alarm and unspecified heart failure symptoms. The patient had hematuria, high lactate dehydrogenase (ldh) levels, and anemia. A ramp speed test revealed a dilated left ventricle and an open aortic valve with each heartbeat. When the pump speed was ramped up, the left ventricle was partially unloaded and the aortic valve was closed. A CT showed a potential obstruction of the outflow cannula. IV anticoagulation and inotropic therapy was started. Due to the patient's deteriorating hemodynamic condition, cardiopulmonary resuscitation (CPR) was initiated and the patient was placed on extracorporeal membrane oxygenation (ECMO) support. Despite full pharmacological therapy and the support of the lvad and ECMO, the patient expired on (B)(6) 2016. No additional information was provided.